Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, a noisy electrogram was detected midway through the case.  Initially, the catheter interface cable was replaced, but this did not resolve the issue. Subsequently, the catheter  was replaced, which resolved the electrogram noise. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012494837 and data files were returned and analyzed. No log files were found on the date of the event. Visual inspection was carried out. The catheter appeared intact with no visible issues. The steering function was normal, allowing approximately 170° rotation in both directions. The slide function operates as expected. However, the capture device was missing from the returned pulse select catheter, and the shaft was kinked and broken at the handle tip. A kinked guidewire lumen was observed. The catheter was connected to a test catheter interface cable (cic) smoothly, with both latches fully engaging into the catheter connector, ensuring a secure connection. Mechanical verification of steering and slide mechanisms was carried out. The slide control functioned correctly, with no issues. When the slide control was fully advanced to extend the guidewire lumen, no kinks were observed, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed and connected to the generator via a test catheter interface cable (cic). However, an error message (error 2000) was received indicating that there was an electrical current error during the procedure. Hipot and electrical continuity testing was carried out. Hipot testing confirmed the integrity of the electrode wires' insulation. However, electrical continuity testing revealed an open loop at electrodes e6. X-ray imaging showed a bent steering wire and entangled electrodes at the handle tip, confirming the broken shaft at the handle tip issue. A broken electrode wire was observed in shaft region. In conclusion, the catheter failed the return product inspection due to a shaft kink, a bent steering wire, broken electrode wire, guidewire lumen kink, entangled electrode wires and a broken shaft handle at the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.